Event description:
Surgeon reported that during a laparoscopic appendectomy, the stapling device used had unexpected bleeding at the end of the tissue lines stapled. An additional irrigation device was opened to the field. Hemostasis was obtained, but it extended the time of the surgery. There was no harm to the patient.